Event description:
It was reported that during an unknown procedure, the device would not fire on an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).